Manufacturer narrative:
Additional information - section h6. The recipient is reportedly experiencing poor performance. The recipient required a short segment drill-out, which suggested prior injurious process to the spiral ganglion cells (sgcs), potentially contributing to historically poor performance. The current assessment is that the recipient¿s poor performance may be related to the surgical process and possible trauma to the sgcs. Programming adjustments were made, however, the issue did not resolve. The recipient continues to use the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient required extended surgery time due to cochlear obstruction requiring drill out, increasing surgical complexity and duration. Post operative CT confirmed the device is in good position. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.